Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 7 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a large amount of fluid detected underneath the silicon layer of the driveline pump cable. No outer damage was observed on the external part of the pump cable. The patient was asymptomatic. The patient was listed on the high urgent transplant list. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The root cause of the fluid within the driveline cannot be confirmed and a direct correlation between the reported event and heartmate ii cannot be conclusively determined. No outer damage was observed on the external part of the pump cable. The heartmate ii lvas patient handbook and instructions for use (IFU) address how to care for the driveline. Additionally, they address damage due to wear and fatigue of the driveline. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.